Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coils') and small intestine operation ('surgery (other) type of surgery: small intestines') in an adult female patient who had essure (batch no. 755523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included intussusception, cholecystectomy and hand operation. Previously administered products included for an unreported indication: celexa. Concurrent conditions included obesity, depression, anemic, fatigue, dyspepsia, vertigo, stress, dehydration, eustachian tube dysfunction, syncope, tingling, deep vein thrombosis, baker's cyst, hip bursitis, rectal pain, hemorrhoids, urinary hesitancy, dysuria, hematuria, lipoma and bacterial infection nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections") and alopecia ("hair loss"). In 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced back pain ("back pain"). In 2016, the patient experienced pain in extremity ("pain leg") and arthralgia ("knee pain/joint pain"). In 2017, the patient experienced anxiety ("anxiety") and underwent small intestine operation (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vertigo ("vertigo") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"). The patient was treated with deep gum cleaning, cavities filled and surgery (robotically assisted bilateral salpingectomies, removal of essure coils). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, mood swings, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, anxiety, migraine, tooth disorder, dysmenorrhoea, small intestine operation, dyspareunia, weight decreased, alopecia, arthralgia, abdominal pain, vertigo and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, embedded device, heavy menstrual bleeding, migraine, mood swings, pain in extremity, small intestine operation, tooth disorder, urinary tract infection, vaginal haemorrhage, vertigo and weight decreased to be related to essure. The reporter commented: current weight 156 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Lot number: 755523. Manufacturing date: 2010-06. Expiration date: 2013-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coils') and small intestine operation ('surgery (other) type of surgery: small intestines') in an adult female patient who had essure (batch no. 755523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included intussusception, cholecystectomy and hand operation. Previously administered products included for an unreported indication: celexa. Concurrent conditions included obesity, depression, anemic, fatigue, dyspepsia, vertigo, stress, dehydration, eustachian tube dysfunction, syncope, tingling, deep vein thrombosis, baker's cyst, hip bursitis, rectal pain, hemorrhoids, urinary hesitancy, dysuria, hematuria, lipoma and bacterial infection nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections") and alopecia ("hair loss"). In 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced back pain ("back pain"). In 2016, the patient experienced pain in extremity ("pain leg") and arthralgia ("knee pain/joint pain"). In 2017, the patient experienced anxiety ("anxiety") and underwent small intestine operation (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vertigo ("vertigo") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"). The patient was treated with deep gum cleaning, cavities filled and surgery (robotically assisted bilateral salpingectomies, removal of essure coils). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, mood swings, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, anxiety, migraine, tooth disorder, dysmenorrhoea, small intestine operation, dyspareunia, weight decreased, alopecia, arthralgia, abdominal pain, vertigo and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, embedded device, heavy menstrual bleeding, migraine, mood swings, pain in extremity, small intestine operation, tooth disorder, urinary tract infection, vaginal haemorrhage, vertigo and weight decreased to be related to essure. The reporter commented: current weight 156 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: knee pain, weight gain, anxiety, urinary tract bacterial infection, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Amendment: the report was amended for the following reason: ccc corrected. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coils') and small intestine operation ('surgery (other) type of surgery: small intestines') in an adult female patient who had essure (batch no. 755523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included intussusception, cholecystectomy and hand operation. Previously administered products included for an unreported indication: celexa. Concurrent conditions included obesity, depression, anemic, fatigue, dyspepsia, vertigo, stress, dehydration, eustachian tube dysfunction, syncope, tingling, deep vein thrombosis, baker's cyst, hip bursitis, rectal pain, hemorrhoids, urinary hesitancy, dysuria, hematuria, lipoma and bacterial infection nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections") and alopecia ("hair loss"). In 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines / headaches"). In 2015, the patient experienced back pain ("back pain"). In 2016, the patient experienced pain in extremity ("pain leg") and arthralgia ("knee pain/joint pain"). In 2017, the patient experienced anxiety ("anxiety") and underwent small intestine operation (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), vertigo ("vertigo") and dizziness ("dizziness") and was found to have weight decreased ("weight loss"). The patient was treated with deep gum cleaning, cavities fileld and surgery (robotically assisted bilateral salpingectomies, removal of essure coils). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, mood swings, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, anxiety, migraine, tooth disorder, dysmenorrhoea, small intestine operation, dyspareunia, weight decreased, alopecia, arthralgia, abdominal pain, vertigo and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, embedded device, heavy menstrual bleeding, migraine, mood swings, pain in extremity, small intestine operation, tooth disorder, urinary tract infection, vaginal haemorrhage, vertigo and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: knee pain, weight gain, anxiety, urinary tract bacterial infection, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporter information, medical history, essure removal details, action taken with drug added. Event: embedded essure coils added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.